Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0 twice/4.77. The pt's coumadin was held and then the dosage was changed. The device was replaced and requested to be returned for eval.